Event description:
A customer reported a tandem mobi cartridge alarm during the load process, which caused their blood glucose level to read as "high," unknown specific value, but exceeding 500 mg/dl. The customer took corrective measures by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the cartridge alarm and arranged to send a replacement pump with updated software. The customer was advised on necessary steps to take with the new pump and understood how to return the malfunctioning pump.